Event description:
It was reported that a user experienced recurrent low glucose in the evening after meals while using the ilet and requested to return the device; the device alerted for low glucose, and the user reported both hypoglycemia and hyperglycemia. Symptoms included low glucose without reported physical symptoms. Outcomes included self-treatment with oral glucose sources such as juice, glucose tablets, and peanut butter crackers, with no need for outside assistance or medical intervention. Investigation included review of user-reported blood glucose information. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.